Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was retested and a result of 108 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error due to the sample being programmed with the wrong sample mode causing a short sample.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error due to the sample being programmed with the wrong sample mode causing a short sample. The instrument is performing within specifications.